Event description:
An over discharge device was reported. The pt had a physician mode recharge (pmr) completed approx 2 weeks ago / in (B)(6) of 2010. Following the pmr, a normal recharge was completed, however only a maximum of 2 coupling bars were displayed. Later on (B)(6) 2010, the pt met with a company rep and they were unable to achieve any coupling bars, or telemetry with the other components. Another pmr was conducted the following day, and it was noted that it appeared coupling had always been low due to the position of implanted neuro stimulator in pocket. The following was noted: "al = 54 with on insr and 68 with rep's insr". It was further reported on (B)(6) 2010, that due to limited success of pmr's, the pt was never able to recharge successfully. The device was replaced with a prime battery on (B)(6) 2010. The pt had effective stimulation following the replacement surgery.

Manufacturer narrative:
(B)(4).